Event description:
It was reported by that the cardiosave intra-aortic balloon pump (iabp) balloon ruptured with blood in the helium line. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse arrived (03/23) and upon initial investigation observed that there was no blood egress into the system. The fse performed all functionality tests and reviewed the error log. The safety disk had expired on cycles (wasn't due until april 2023). The fse returned on 03/24 and replaced the safety disk (0202-00-0140) and tidal volume disk (0202-00-0142). There was nothing in the error logs that stood out on the reported incident date. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).